Manufacturer narrative:
Result of investigation: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The reported complaint was able to be confirmed and duplicated. All testing performed with good known test ac adapter and patient circuit connected. Vent failed troubleshooting final test at tidal volume and flow & o2 blending. Tidal volume failed for non-conformance with calculated vti at all six tests. Replaced flow valve and reported problem was resolved. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Result of investigation: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The reported complaint was able to be confirmed and duplicated. Installed part on to a known good lap top ventilator assembly. Powered unit in to service mode and performed leak test per service manual 10665, passed test. However, tidal volume results are higher that the monitored value. The root cause of the reported event "the volumes are high and out of range" problem to assembly handling. Flow valve has been removed and scrapped. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that the ltv1200 ventilator shows high volume and out of range. At this time, there is no information regarding patient involvement associated with the reported event.